Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e055 (err_therapy_queue_full), e066(stuck encoder b error), e050 (err_daily_values_corrupt), e025 (err_motor_thermistor_open) and had dust fail. The device was scrapped.